Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The coil and pusher wire arms were interlocked inside the introducer sheath. The introducer sheath was inspected and blood was found in the distal tip section. The twist lock of the introducer sheath had been opened. The coil and pusher wire were removed. No resistance met. The coil was inspected, it was found stretched and with a kink near the interlocking arm. The pusher wire was inspected and no anomaly was noted. The coil zap tip was inspected and no damage noted. The interlocking arm of the coil was inspected and no anomaly was noted. The interlocking arm of the pusher wire was inspected and no anomaly was noted. The dimensions that could be measured were found to be in specification. The number fiber bundles was out of specification, probably due to the coil stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade¿ microcatheter) with one or two radiopaque (ro) tip markers. The interlocking delivery wire design allows the coil to be advanced and retracted before final placement in the vessel, thus aiding in more controlled delivery including the ability to withdraw the coil prior to deployment." (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that difficulty inserting the coil into microcatheter occurred. A 3mmx6cm interlock¿ was selected for use. During the procedure, it was noted that the coil would not load into the microcatheter. The connecting hands of the coil was suspected to be loose or too large to pass into the delivery system. A new catheter and coil system were used to complete the procedure. No patient complications reported and patient's status was fine. However, device analysis revealed that the number fiber bundles was out of specification.